Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that they couldn¿t get the ins working. The consumer reported that the ins battery ran out and hadn¿t been charged for at least 6 months. The consumer reported that the patient was in a lot of pain and discomfort because they couldn¿t get the ins to charge. The consumer reported that they had already tried repositioning the antenna, replacing the patient programmer (pp) batteries, and trying to charge the ins for the last 3-4 months. Additional information was reported that the circumstances that led to the dead battery and inability to charge was that the patient's device would not link with their external device for control. A jump start was scheduled at the patient's doctor's office with a rep. The patient noted their pain was at a 7. The patient is scheduled for a replacement surgery as the rep could not link or jump start the ins. The patient noted having an appointment on (B)(6) 2020 with their surgeon. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the replacement resolved the issue and the new device is working. Patient did not have the replacement date and stated it was some time in (B)(6) 2020. Patient said that she had the old device for 10 years and it was considered a normal battery depletion and is unknown if the hcp returned the devices or not. Patient had no further information.